Manufacturer narrative:
Date of report: 22aug2019. Added UDI#: (B)(4). Serial number: (B)(4).submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 26 aug 2019. The manufacturer's field service engineer confirmed the reported problem within the device's event history log but could not reproduce this event. The manufacturer's field service engineer inspected the device's filters, performed leak testing, oxygen flow testing, and accuracy testing. All testing concluded that the device was performing within specifications. No repair was deemed necessary for this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an error message of oxygen device failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.